Manufacturer narrative:
Seven devices were returned and evaluated. The evaluation results is as follows: seven devices were received and evaluated for the complaint regarding the unknown device issue. All the device's functions were tested and pass with no issue observed. The complaint for these devices could not be confirmed.

Event description:
The patient reported that when either bending over or taking off a v-go, the infusion site is moist. The patient mentioned that 3 or 4 v-go devices come off because they are so moist. The patient stated that she is applying the v-go devices to her back and uses an alcohol swab to clear the infusion site prior to applying the v-go.